Event description:
It was reported that there was an alert for shock lead impedance measurements that were out of range on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed device data and found that the shock lead impedance had measured as low as 19 ohms and exhibited a gradual decline. It was also discovered that there were stored ventricular episodes with electromagnetic interference (emi) noise on the right ventricular (rv) lead channel. It was noted that this was due to the patient undergoing a magnetic resonance imaging (MRI) at the time and the device was not programmed into MRI protection mode. Ts recommended commanded shock test and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.